Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the posterior capsule ruptured when implanting the lens. Hence the lens was removed and replaced with another lens during the same surgery. There was no patient harm. Additional information has been received stating that, it was a polar cataract with a thin layer of capsule, upon injecting the lens, the thin capsule torn.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned wrapped in folded white gauze material taped close and placed inside the lens carton. Viscoelastic was dried on the lens. The lens was cleaned with klrp for further evaluation. There was no haptic or optic damage observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The returned lens was evaluated. There was no damage observed to the lens. The lens was dimensionally acceptable using an approved template. Qualified associated products were used. Follow up information stated that "this case was a polar cataract with a thin layer of capsule, upon injecting the lens, the thin capsule torn". This information may suggest that the rupture was unrelated to the intra ocular lens (iol). A polar cataract is a rare type of cataract that forms on the back of the eye's lens, at the posterior pole, often present at birth but can develop later in life. Surgery for polar cataracts can be challenging due to potential for posterior capsule rupture during the procedure because the membrane surrounding the natural lens can be fragile. The 22.5 diopter lens was removed and replaced with another lens (diopter unknown). File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).